Manufacturer narrative:
(B)(4).

Event description:
During a procedure to implant a 5 mm amplatzer vascular plug 4 (avp4), the device embolized. The avp4 was percutaneously removed and replaced with a 4 mm amplatzer vascular plug ii. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer vascular plug 4 met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the plug met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the plug, and the cause for the embolization remains unknown.